Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, after forty (40) pumps the device balloon ruptured. Pre-peritoneal space was still made and did not need another balloon. No patient injury.